Manufacturer narrative:
This product is not marketed in the u.s. Patient code (B)(4): no code available (pigment dispersion, secondary surgery, angle closure, yag) conclusion code: off-label use [over 45 years of age at time of implant ((B)(6)), anterior endothelium chamber depth < 3.0mm (2.67mm)] (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -14.0/+1.0/007 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The surgeon reports pupil block, angle closure, elevated iop, and pigment dispersion. The surgeon stated he thought the high iop was due to the viscoelastic. Reportedly, he assumes the aqua port was blocked by the viscoelastic. A yag was performed and then iop returned to "normal." Attempts to obtain additional information have not been successful.

Manufacturer narrative:
The patient reports the lens was explanted. Also reported: "pressure issues," "blown iris," ongoing glaucoma and vision loss, glaucoma surgery performed, iris permanently fixed and dilated. (B)(4). Claim# (B)(4).